Manufacturer narrative:
On (B)(6) 2025 - the consumer claims to have to have lied in bed while in use of the product. All conair heating pads provide warnings not to lie on the product while in use which could have contributed to this incident. Also, the consumer did not provide the device as an investigation would be required to make a determination.

Event description:
" On (B)(6) 2025 - the customer called because he purchased this unit 4-5 days ago and used this unit while lying in bed - the customer noticed that because of this heating pad he has a large burn on his left arm - the customer is going to see a doctor for medical care - the event occurred on the evening of (B)(6) 2024 - there is no other property damage."